Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm after changing the battery and the numbers would not stop scrolling. The customer also reported that they received a failed battery test alarm after removing the battery. The customer's blood glucose was 114 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored and no failed battery test alarm was noted. All operating currents were within specification. The insulin pump passed the self test and the displacement test. No display anomaly was noted. No button error alarm was noted. All of the buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.